Manufacturer narrative:
P-cap locked in place properly. Unit passed the following tests: displacement and self test. Successfully utilized thump software to download history files and traces. On adapt, pump error 53 was recorded twice: on 05/10/2024 at 06:21:41.000 hour (file # = 24050, line # = 50612) and on 05/12/2024 at 18:14:39.000 hour (file # = 26, line # = 1474). Pump error 53 due to software error. Pump was cut open to perform visual inspection and found moisture damage on pcba1 and force sensor gold traces. Isolate to electronic stack. The following were noted during visual inspection: serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for pump error 53 was confirmed. Pump error 53 due to software error. Customer concern for serial number label missing was also confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected), labeling anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1880 was requested and customer response was the device will be returned.